Manufacturer narrative:
Follow-up # 1 (03/26/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where more test strips were observed to be in the vial than expected. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultra2 meter read inaccurately erratic. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the morning of (B)(6) 2013. The patient reported blood glucose results of "70 mg/dl and 125 mg/dl" with the subject meter, performed greater than 30 minutes of each other. The patient does not take medications to manage her diabetes and continued to follow her usual management routine. About 10 hours after the start of the alleged issue, the patient claims she had symptoms of hypoglycemia and "lost consciousness." The patient reportedly regained consciousness and was taken to the hospital by a fireman. It is not clear how the patient regained consciousness or who contacted emergency services. Treatment was not specified. It is also not known if the patient's blood glucose was tested on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.